Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display failure, a keypad response issue, evidence of contamination, and a vibration motor failure due to an intermittent connection to the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was found to have multiple cracks. The display screen was dim and discolored. The keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. Evidence of contamination was found under all key contacts. The vibration motor was unresponsive due to an intermittent connection between the motor pins and the printed circuit board. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).